Event description:
It was reported that a pt was implanted with eagle cervical plate system in 2004. Pt recently had trouble swallowing. It was determined that two of the screws had backed out. Fusion had been obtained and a revision was performed to remove the hardware. As surgical intervention occurred. An MDR is being filed to document this event.

Manufacturer narrative:
Evaluation of the returned items were inconclusive as to the cause of screw back out. No definitive conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.